Event description:
It was reported that the patient received inappropriate therapy for sinus tachycardia during exertion. The patient was placed on medications to prevent fast heart rates. Normal follow-up continued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.